Event description:
It was reported that the unit gave an e-1 error message. It was further reported that the light bulb would not ignite.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.